Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument jaws would not open or close, a loose wire was found. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when asked if the instrument tip was fully broken, frayed with protruding strands the poc answered that they believed it was loose, but it also may have been frayed. The jaws were not stuck closed on tissue. There was no injury to the patient. The issue was resolve by replacing the instrument with another maryland bipolar.